Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, the account found that there were variation in the color of the suture, also the thread broke easily. They used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection noted that two opened samples and two sealed(representative) sample were received. Visual inspection of an opened sample noted that the suture was of grey color and was broken into partial sutures. The opened samples were received with only the retainers and foil pouches. Further inspection of the degraded suture's foil pouch noted no sealing mark in the vent hole area. Visual inspection and functional testing of the representative samples noted no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity that has been previously addressed by an engineering change, a change development process, or non-conformance report. If information is provided in the future, a supplemental report will be issued.